Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was an air leak. During visual and functional assessments, it was observed that there was an air leak due to a hole in the hose near the muffler below the hose ring and the hose muffler housing. It was also noted that the functional assessment resulted in a power reading below specification. It was determined that this was indicative of worn vanes, and/or worn out cylinder or spindle on the motor assembly. It was further determined that the device was powerbroken. It was determined that this was indicative of a damaged lock cylinder and pawl release. Therefore, the reported condition was confirmed. The assignable root cause determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device was not working when the pedal was pressed. It was further reported that the user heard air blowing. During an in-house engineering evaluation, it was observed that the motor would not work when the pedal was pressed, air was blowing, there was an air leak, a hole in the hose near the muffler, low power and unintended motion (powerbroken). It was reported that there were no delays and a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: it was inadvertently reported that the event was unknown on the initial report. The statement ¿the exact date of the event was unknown¿ has been omitted to reflect the correct information. If additional information should become available, a supplemental medwatch will be submitted accordingly.